Manufacturer narrative:
Correction: it was inadvertently reported that this report was 2 of 2 for the same event. The correct statement is: this is report 2 of 5 for the same event. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is event 2 of 2 of the same event. It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the battery handpiece device did not activate while in use with a power module device and a lid device for the battery handpiece device after it was momentarily activated in a "fast-touch". According to the reporter, although the power module device and the lid device for the handpiece were replaced, the battery handpiece device still did not activate again at all. As a result, there was a fifteen minute delay in the planned surgical procedure. It was unknown if a spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device failed the general condition and lever and check position of motor shaft at pre-tests. Therefore, the reported condition was confirmed. However, since the investigation is still on-going, the assignable root cause could not be determined at this time. Once investigation has been completed, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
During further evaluation, it was determined that the device coupling tool side seized, jammed and moved heavy. The assignable root cause was determined to be due to normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.